Event description:
It was reported that after having a refill, the patient activated a bolus with the patient therapy manager (ptm). A few minutes later, the patient heard a noise which sounded like the clinical alarm. The same day, the patient felt vertigo and had return of her original pain symptoms. The next day, the patient consulted a doctor who interrogated the pump. The pump status showed "pump in safe state". The pump was reprogrammed. The same day another bolus was performed and again a critical alarm was heard and when telemetry was performed the pump was again in safe state. Two days after, the initial event telemetry on the pump status was noted to be in continuous mode. The patient performed a bolus with the ptm and after about 30 minutes the pump was again interrogated. A normal state was noted with a successful bolus. The physician opted to take no action at the time, but noted if the error occurred again, the pump would be replaced. The pump contained "morphium hydrochlorid, levobupivacain" at the time of the event. Additional information reported that the end of april, the patient again had a safe state situation after giving a bolus with the ptm. The ptm was exchanged with a new model, and since then the pump worked without any errors. Further information reported that the pump was explanted. No reason for explant or patient outcome was reported.